Event description:
It was reported that during a pulse generator replacement procedure, the right atrial lead exhibited loss of sensing. The lead was capped and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.